Manufacturer narrative:
As part of troubleshooting, the patient sample was retested twice; once on the same analyzer and once on a different analyzer using the same reagent lot; all repeat testing produced results within range. The qc results were within range at the time of testing. A review of tracking and trending data for the alinity c processing module and for the alinity c ict sample diluent, did not identify a trend related to this issue. Review of the corrective and preventive actions system found no issue related to the current complaint for the alinity c ict sample diluent. Field data review suggests the product is performing acceptably. Labeling was reviewed and was found to adequately address the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity c processing module was identified.

Event description:
The customer observed false elevated potassium results when processing on the alinity c processing module. On (B)(6) 2026, sid (B)(6), female, 58 years old. Initial potassium result of 9.49 mmol/l, result not reported out of lab. The sample was re-run with potassium result of 4.59, 4.55 mmol/l. The sample was repeated on another module which confirmed the re-run results were correct. The customer reference range for potassium is 3.5 to 5.3 mmol/l. No impact to patient management was reported.

Event description:
The customer observed false elevated potassium results when processing on the alinity c processing module. On (B)(6) 2026, sid (B)(6), female, 58 years old. Initial potassium result of 9.49 mmol/l, result not reported out of lab. The sample was re-run with potassium result of 4.59, 4.55 mmol/l. The sample was repeated on another module which confirmed the re-run results were correct. The customer reference range for potassium is 3.5 to 5.3 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.section a patient information: refer to section b5 for complete patient information.all available patient information was included. Additional patient details are not available.